Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was intact, no physical damage. Upon inspection, the problem was duplicated system fault-investigation found that the device had ec107 due to a faulty pwa board. Replaced pwa board.

Event description:
Information was received indicating that during testing of a smiths medical cadd ms3 pump, it was noted that the pump exhibited system fault. No patient was involved in this event. No adverse effects were reported.